Event description:
Baxter (B)(4) received a report that an infusor had found a separated blue winged luer cap from the luer. This was found before use. The concomitant medical products are currently unknown. This potentially caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review revealed that during the manufacturing of this lot, an abnormal gap was observed between the lv cover and the coil cap. During the investigation, the lv cover was found to be out of specification. Corrective actions were taken and awareness training was completed in september 2011. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a cap was confirmed. Visual examination if the unit determined the coiled cap was separated due to a malformed housing. The root cause was determined to be due to a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Scar (supplier corrective action request) was opened to address the manufacturing of the lv caps. Awareness training was completed as part of the scar.